Event description:
It was reported that this bur guard was in use when the user noted the drill overheating. The procedure was completed as intended with another device and there was no report of injury or surgical delay.

Manufacturer narrative:
Investigation findings: the bur guard was received for evaluation and the reported problem was verified. During testing, the bur guard overheated. Further investigation found the bearings worn and preventive maintenance overdue. The information for use (IFU) provides the following information for the user regarding this device: warnings. Prior to each use, all equipment must be inspected for proper operation. Inspect for dull and/or chipped cutting surfaces on the bur. Use of dull burs may cause heat buildup, add time to the procedure and/or cause thermal damage to the bone. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned for linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure. Prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service.